Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The ventricular lead impedance trend data was steady at approximately 300 ohms until the week of 2014-(B)(6), then data showed increased variability with measurements <(><<)> 200 ohms. A lead warning occurred 2015-(B)(6) with notable data of low impedance pace counts since lead warning.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance. The patient's physician is planning to replace the leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).